Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 506852 implantable pacing lead (B)(6) 1999.

Event description:
It was reported by the patient¿s spouse that the patient was seen by a family doctor because the patient had been dizzy and very fatigued. An electrocardiogram (EKG) was done and the patient was told the pacemaker is not working. Follow-up information from the patient¿s regular physician indicates the patient had been seen and complained of dizziness and fatigue. Medications were adjusted and the patient was referred to a heart doctor. The patient had called the physician again subsequently with a heart rate in the 50's and was referred to the emergency room as it appeared the device was not working. No further information was available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device had been at end of life (eol) for an undetermined time period and would not interrogate. The patient's heart rate was in the 40's. Due to occlusion the device was left in place and a new system was implanted on the opposite side.